Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 3006705815-2022-00280. It was reported that during a trial lead procedure on (B)(6) 2022, there were issues with obtaining effective coverage with the placement of the leads. Programming changes were attempted however only the right side had coverage. Physician suspected lead placement due to patient anatomy issue. Patient was bought back in the procedure, and the leads were pulled, and a new single lead was placed and still only got coverage on the right leg. Patient was programmed with burst coverage. Patient was stable.